Event description:
It was reported that an alert triggered for low right ventricular (rv) coil and superior vena cava (svc) coil impedances on the rv lead. Non-invasive testing showed noise on coil-to-coil electrogram with no oversensing noted. A potential short circuit/insulation breach was suspected. The svc coil was capped. The pace/sense and rv coil portions remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Concomitant medical products.